Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exterior of the subject device had no abnormality. Omsc checked the subject device. The subject device could be duplicated the reported phenomenon when the subject device was turned on and when the subject device was turned on after replacement gpu on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not worked even after replacement the gpu unit, omsc concluded that the reported event was attributed to the ssd failure of the subject device which might be occurred by the deterioration due to the long term-use passing more than 4 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e117 which indicated the subject device was broken down was displayed when the subject device was turned on at the preparation for use.the subject device could not move from the startup screen. The user tried to turn off and on but the subject device was not worked. There was no patient injury associated with this report.